Event description:
Tip of depth gauge broke off during use. This is 1 of 1 report for this complaint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The visual inspection has shown that the tip of the depth gauge was broken off at the transition to the shaft. The instrument was analyzed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances. The instrument was manufactured according to the specifications. The investigation determined this complaint to be invalid. Placeholder.